Event description:
Per post market surveillance, publication #1583 entitled "is porcine small intestinal submucosal extracellular matrix (ecm) a suitable material for right ventricular outflow tract reconstruction in association with pulmonary valve replacement?" Was reviewed and summarized as follows: "2 adult patients with tetralogy of fallot who underwent pulmonary valve replacement (pvr) with right ventricular outflow tract (rvot) reconstruction utilizing ecm: case 1: patient (29-year old male) presented 5yrs post-ecm implantation with decreased right ventricular function and an anterior paravalvular leak. Upon re-operation, found patch dehiscence from valve ring (with no evidence of infection). A new valve was implanted with bovine pericardium to patch the right ventricular outflow tract, and the patient was reported to be doing well immediately post-surgery. Case 2: patient (44-year old woman) with multiple failed attempts at right ventricular outflow tract presented 4yrs post-ecm implantation (during her 4th procedure), with ecm again being used to patch the right ventricular outflow tract. Severe paravalvular regurgitation was observed, with CT confirmation of patch dehiscence from valve ring. Blood cultures were negative for infection. A new valve was implanted with bovine pericardium patch used to reconstruct the right ventricular outflow tract. Patient reported to be doing well immediately post-surgery.

Manufacturer narrative:
It is noted that per both ifus in use at the time, provided with the finished cormatrix ecm for cardiac tissue repair/proxicor for cardiac tissue repair device, under "indications for use" states it is to be used as "an intracardiac patch or pledget for tissue repair (i.e., atrial septal defect (asd), ventricular septal defect (vsd), etc.) And suture-line buttressing". In addition, the IFU states in the "warnings and precautions" section that "the device must be sutured to viable native tissue". Therefore, because of the requirement that all edges of sutured ecm patch be made to viable tissue, this would exclude attaching an edge of the ecm device to a synthetic ring where not all surfaces are sewn to viable tissue. The IFU further lists under "potential complications" the possibility of the development of patch dehiscence, and reformation of intracardiac defect (2014 version) and patch dehiscence, pseudoaneurysm, undesired remodeling, and reformation of intracardiac defect (2016 version). The separation of the ecm at the valve ring in both cases was likely due to a lack of remodeling at the site of the sutures securing the ecm device to the synthetic ring, as no interface existed between the ecm and viable tissue at that attachment point. This is a known complication of this product and delineated in the IFU (e.g. Dehiscence). See attached publication #1583 entitled "is porcine small intestinal submucosal extracellular matrix (ecm) a suitable material for right ventricular outflow tract reconstruction in association with pulmonary valve replacement?" Authored by burke cr, lewis e, schreiter na.